Event description:
During a hemorrhoid procedure, after firing the tissue was not completely cut and tissue bridges needed to be cut manually. Some open staples were found in mucosa. Strong bleeding occurs within the hemorrhoidal tissue and mucosa. Bleedinf was stopped with manual ligature. Ten and twelve days post-op rectoscopy with no signs of anomalies. Pt is fine now and at home.